Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the channel tube of the gastrointestinal videoscope had residual liquid/foreign material. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the channel tube of the gastrointestinal videoscope had residual liquid/foreign material. There was no patient involvement.